Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was slightly deflated even it was inflated with the recommended amount of air initially. There customer indicated that the patient had a replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was slightly deflated even it was inflated with the recommended amount of air initially. There was no reported patient outcome.